Event description:
The pt purchased a rascal brand 3-wheeled scooter. They are partially disabled and purchased the electric scooter to get around. Pt was riding the scooter in their backyard on top of flat grass when the wheel rim broke and the tire went flat. Pt was thrown from the scooter and hit a wooden trellis and was caught by their spouse before they hit the ground. It was later noted that the wheel rim had split and that a bolt was missing from the front wheel of the scooter. Pt was taken to the hosp for x-rays. They continued to have pain and went to see their neurologist, who recommended that an MRI be performed. The MRI revealed no further damage had been done. Pt complained of pain after fall. Complainant had a previous back problem which was the result of an accident they had back in 1986, but this recent scooter accident may have aggrevated the condition caused by the 1986 accident. When they contacted the scooter dealer, the dealer would return their purchase money if pt signed a document indicating they would not sue the maker of the scooter. When pt purchased the scooter unit, they were told by the scooter dealer that the scooter would not tip over under any normal conditions.